Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter contamination. The following information was provided by the initial reporter: dirty needles, black granules.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter contamination. The following information was provided by the initial reporter: dirty needles, black granules.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023. Investigation summary: a device history record review was completed for provided material number 304000 and lot number 220905. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples and two (2) shelf cartons of product were returned for evaluation by our quality engineer team. Through examination of the samples, a strip of 5 (5) needles in each shelf carton presented black spots in the blister packages. It has been determined that the foreign matter was most likely some residue of an auxiliar component in the packaging machine.